Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received reported that the lead was surgically abandoned and replaced. The ra noise was oversensed, resulting in pacing inhibition with no asystole. A fractured lead was observed during the revision procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited impedance measurements of greater than 2500 ohms. Patient isometrics were performed which reproduced the high impedances and also noise. Troubleshooting and programming options were discussed with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service.